Event description:
As reported by the user facility: unit was reported due experiencing inaccurate rate during infusions.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): defect confirmed [x] defect not confirmed results description: the reported issue was not present during investigation.